Event description:
The hcp reported, the patient was experiencing "opioid withdrawal every three weeks". The hcp stated that, the pump was underinfusing. The hcp explanted and replaced the patient's drug pump. The patient recovered from surgery without sequela. The drug contained in the patient's pump was hydromorphine (13.8 mg/ml), bupivacaine (18.41 mg/ml) and clonidine (0.55 mg/ml) delivered at 0.9428 ml/day. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.